Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/left coil migrated / hip area/ migration of essure device location of device: towards the fundus and unclear portion is external to tube") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure (batch no. D06939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2012, gerd, dyspepsia, sleeve gastrectomy, gastritis, ovarian cyst, anal fissure excision, cholecystectomy, sinuscopy, polypectomy, nasal polypectomy and tonsillectomy. Previously administered products included for an unreported indication: depo, z pak, zithromnex and patch. Past adverse reactions to the above products included hypersensitivity with z pak and zithromnex. Concurrent conditions included scoliosis, vomiting, nausea, heartburn, groin pain, menses irregular, fatigue, asthma, dyspepsia, smoker, social alcohol drinker, tobacco user and allergic reaction to antibiotics. Family history included scleroderma (mother), thyroid disorder (mother, father), cardiac disorder (father), diabetes mellitus (father), myocardial infarction (father) and goiter (grandfather). Concomitant products included alprazolam (xanax), calcium carbonate (tums [calcium carbonate]), medroxyprogesterone (depo provera), omeprazole, ondansetron (zofran) and pantoprazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 19 days after insertion of essure, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and vomiting ("vomiting "). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), arthralgia ("left hip area pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, perineal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and vomiting outcome was unknown, the female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, arthralgia and vulvovaginal pain had not resolved and the abdominal pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, perineal pain, vaginal haemorrhage, vomiting and vulvovaginal pain to be related to essure. The reporter commented: in left side two coils were noted inside the uterine cavity and four coils noted in the intrauterine cavity. The patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: essure seen at the region of isthmus bilaterally ultrasound pelvis - on (B)(6) 2016: bilateral essure devices noted (cont.) Ultrasound scan vagina - on (B)(6) 2016: migration of essure device . (B)(6) 2016: computerised tomogram (cont.) - no acute abnormality was found. (B)(6) 2016: ultrasound pelvis- impression: suspicious for migration of left essure device which does not appear centrally located within the fallopian loop into and is migrated posterior and inferiorly, towards the fundus and unclear postion in external to tube. Right essure device appears appropriately positioned. Normal ovaries. (B)(6) 2016: ultrasound pelvis (cont.) - the right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. (B)(6) 2016: left groin ultrasound- impression: left essure device is partially visualized. Patient also had a dedicated pelvis ultrasound which better delineates location. (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. (B)(6) 2016: surgical pathology report- final diagnosis: result: a. Fallopian tubes, bilateral, salpingectomies: - complete cross-sections of 2 portions of benign fallopian tubes identified with focal benign paratubal cyst and focal reactive changes, negative for atypia or malignancy. - 2 metallic coil implants grossly identified. The specimen is received in formalin, labeled with the patient's name and hospital number, and is designated· bilateral fallopian tubes with essure implants". The specimen consists of 2 un-oriented fallopian tubes with fimbriated ends, the largest fallopian tube measures 7.4 cm in length and ranges from 0.4 cm to 0.6 and measures in diameter and exhibits one adherent smooth lined fluid-filled cystic structure measuring 0.2 cm in greatest dimension. Protruding out of the proximal end of the lumen, is a grey shiny metallic springlike fragment, consistent with implantation device which measures 4.2 cm in length by 0.2 cm in diameter. The smaller fallopian tube with fimbriated end measures 6.47 years in length and ranges from 0.4 cm to 0.6 cm in diameter and is unremarkable. Also submitted in the container is an additional grey spring like fragment, consistent with implantation device which measures 8.5 cm in length by up to 0.2 cm in diameter. Representative sections. Two cassettes, with largest fallopian tube in cassette a 1. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: confirming pelvic pain, perineal pain, nausea and described uterine haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), abdominal pain, vomiting, depression and mental anguish. Outcome of abdominal pain was updated to recovered/ resolved. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/left coil migrated / hip area") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure (batch no. D06939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2012, gerd, dyspepsia, sleeve gastrectomy, gastritis, ovarian cyst, anal fissure excision, cholecystectomy, sinuscopy, polypectomy, nasal polypectomy and tonsillectomy. Previously administered products included for an unreported indication: depo, z pak, zithromnex and patch. Past adverse reactions to the above products included hypersensitivity with z pak and zithromnex. Concurrent conditions included scoliosis, pain in arm, numbness of upper extremities, vomiting, nausea, heartburn, groin pain, menses irregular, fatigue, asthma, dyspepsia, smoker, social alcohol drinker, tobacco user and allergic reaction to antibiotics. Family history included scleroderma (mother), thyroid disorder (mother, father), cardiac disorder (father), diabetes mellitus (father), myocardial infarction (father) and goiter (grandfather). Concomitant products included alprazolam (xanax), calcium carbonate (tums [calcium carbonate]), ondansetron (zofran) and pantoprazole. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), arthralgia ("left hip area pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (had laparoscopy diagnostic, foreign body removal (essure implants) (n/a) salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, perineal pain and menstrual disorder outcome was unknown and the female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, arthralgia and vulvovaginal pain had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menstrual disorder, nausea, perineal pain and vulvovaginal pain to be related to essure. The reporter commented: in left side two coils were noted inside the uterine cavity and four coils noted in the intrauterine cavity. The patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: essure seen at the region of isthmus bilaterally ultrasound pelvis - on (B)(6) 2016: bilateral essure devices noted (cont.) Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. (B)(6) 2016: computerised tomogram (cont.) - no acute abnormality was found. (B)(6) 2016: ultrasound pelvis- impression: suspicious for migration of left essure device which does not appear centrally located within the fallopian loop into and is migrated posterior and inferiorly, towards the fundus and unclear positon in external to tube. Right essure device appears appropriately positioned. Normal ovaries. (B)(6) 2016: ultrasound pelvis (cont.) - the right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. (B)(6) 2016: left groin ultrasound- impression: left essure device is partially visualized. Patient also had a dedicated pelvis ultrasound which better delineates location. (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. (B)(6) 2016: surgical pathology report- final diagnosis: result: a. Fallopian tubes, bilateral, salpingectomies: - complete cross-sections of 2 portions of benign fallopian tubes identified with focal benign paratubal cyst and focal reactive changes, negative for atypia or malignancy. - 2 metallic coil implants grossly identified. The specimen is received in formalin, labeled with the patient's name and hospital number, and is designated· bilateral fallopian tubes with essure implants". The specimen consists of 2 un-oriented fallopian tubes with fimbriated ends, the largest fallopian tube measures 7.4 cm in length and ranges from 0.4 cm to 0.6 and measures in diameter and exhibits one adherent smooth lined fluid-filled cystic structure measuring 0.2 cm in greatest dimension. Protruding out of the proximal end of the lumen, is a grey shiny metallic springlike fragment, consistent with implantation device which measures 4.2 cm in length by 0.2 cm in diameter. The smaller fallopian tube with fimbriated end measures 6.47 years in length and ranges from 0.4 cm to 0.6 cm in diameter and is unremarkable. Also submitted in the container is an additional grey spring like fragment, consistent with implantation device which measures 8.5 cm in length by up to 0.2 cm in diameter. Representative sections. Two cassettes, with largest fallopian tube in cassette a 1. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: confirming pelvic pain, perineal pain, nausea and described uterine haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device/left coil migrated / hip area/ migration of essure device location of device: towards the fundus and unclear portion is external to tube') in a 27-year-old female patient who had essure (batch no. D06939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2012, multigravida, gerd, dyspepsia, sleeve gastrectomy, gastritis, ovarian cyst, anal fissure excision, cholecystectomy, sinuscopy, polypectomy, nasal polypectomy, tonsillectomy and paratubal cyst. (B)(6) 2016: computerised tomogram (cont.) - no acute abnormality was found. (B)(6) 2016: ultrasound pelvis- impression: suspicious for migration of left essure device which does not appear centrally located within the fallopian loop into and is migrated posterior and inferiorly, towards the fundus and unclear postion in external to tube. Right essure device appears appropriately positioned. Normal ovaries. (B)(6) 2016: ultrasound pelvis (cont.) - the right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. (B)(6) 2016: left groin ultrasound- impression: left essure device is partially visualized. Patient also had a dedicated pelvis ultrasound which better delineates location. (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. (B)(6) 2016: surgical pathology report- final diagnosis: result: a. Fallopian tubes, bilateral, salpingectomies: - complete cross-sections of 2 portions of benign fallopian tubes identified with focal benign paratubal cyst and focal reactive changes, negative for atypia or malignancy. - 2 metallic coil implants grossly identified. The specimen is received in formalin, labeled with the patient's name and hospital number, and is designated· bilateral fallopian tubes with essure implants". The specimen consists of 2 un-oriented fallopian tubes with fimbriated ends, the largest fallopian tube measures 7.4 cm in length and ranges from 0.4 cm to 0.6 and measures in diameter and exhibits one adherent smooth lined fluid-filled cystic structure measuring 0.2 cm in greatest dimension. Protruding out of the proximal end of the lumen, is a grey shiny metallic springlike fragment, consistent with implantation device which measures 4.2 cm in length by 0.2 cm in diameter. The smaller fallopian tube with fimbriated end measures 6.47 years in length and ranges from 0.4 cm to 0.6 cm in diameter and is unremarkable. Also submitted in the container is an additional grey spring like fragment, consistent with implantation device which measures 8.5 cm in length by up to 0.2 cm in diameter. Representative sections. Two cassettes, with largest fallopian tube in cassette a 1. Previously administered products included for an unreported indication: depo, z pak, zithromnex and patch. Past adverse reactions to the above products included hypersensitivity with z pak and zithromnex. Concurrent conditions included scoliosis, vomiting, nausea, heartburn, groin pain, menses irregular, fatigue, asthma, dyspepsia, smoker, social alcohol drinker, tobacco user and allergic reaction to antibiotics. Family history included scleroderma (mother), thyroid disorder (mother, father), cardiac disorder (father), diabetes mellitus (father), myocardial infarction (father) and goiter (grandfather). Concomitant products included alprazolam (xanax), calcium carbonate (tums), medroxyprogesterone acetate (depo provera), omeprazole, ondansetron (zofran) and pantoprazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and vomiting ("vomiting"), 19 days after insertion of essure. In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), arthralgia ("left hip area pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, perineal pain, menstrual disorder, depression, anxiety and vomiting outcome was unknown, the female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, arthralgia and vulvovaginal pain had not resolved and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, perineal pain, vaginal haemorrhage, vomiting and vulvovaginal pain to be related to essure. The reporter commented: in left side two coils were noted inside the uterine cavity and four coils noted in the intrauterine cavity. The patient tolerated the insertion procedure well. Current weight 110 lbs. Plaintiff received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure seen at the region of isthmus bilaterally. Pathology test - on (B)(6) 2016: final diagnosis. Result: a. Fallopian tubes, bilateral, salpingectomies: complete cross-sections of 2 portions of benign fallopian tubes identified with focal benign paratubal cyst and focal reactive changes, negative for atypia or malignancy. 2 metallic coil implants grossly identified. Ultrasound pelvis - on (B)(6) 2016: results: bilateral essure devices noted (cont.). Ultrasound scan vagina - on (B)(6) 2016: results: migration of essure device; on (B)(6) 2016: result: unilateral occlusion (right tube occluded), migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, lab data, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). The patient was treated with surgery (laparoscopy diagnostic, foreign body removal (essure implants) and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perineal pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder, pelvic pain and perineal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure seen at the region of isthmus bilaterally ultrasound pelvis - on (B)(6) 2016: bilateral essure devices noted (cont.) . On (B)(6) 2016: computerised tomogram (cont.) - no acute abnormality was found. On (B)(6) 2016: ultrasound pelvis (cont.) - the right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. On (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. Quality-safety evaluation of ptc: ptc global no: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain, which is a serious event due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, the consumer presented severe pelvic pain after insertion. An ultrasound of pelvis was done and suspected that the left device had migrated and it was unclear if perforated the left fallopian tube. A day after the exam, one year after essure's insertion, she underwent a diagnostic laparoscopy, foreign body removal (essure implants) and salpingectomy and essure devices removed. However, operative findings revealed that bilateral essure devices with fallopian tubes bilaterally. No evidence of uterine/ fallopian tube perforation. Given the event's nature and absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/left coil migrated") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure (batch no. D06939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2012, gerd, dyspepsia, sleeve gastrectomy, gastritis, ovarian cyst, anal fissure excision, cholecystectomy, sinuscopy, polypectomy, nasal polyps and tonsillectomy. Previously administered products included for an unreported indication: depo, z pak, zithromnex and patch. Past adverse reactions to the above products included hypersensitivity with z pak and zithromnex. Concurrent conditions included scoliosis, pain in arm, numbness of upper extremities, vomiting, nausea, heartburn, groin pain, menses irregular, fatigue, asthma, dyspepsia, smoker, alcohol use, tobacco user and drug allergy. Family history included scleroderma (mother), thyroid disorder (mother, father), cardiac disorder (father), diabetes mellitus (father), myocardial infarction (father) and goiter (grandfather). Concomitant products included alprazolam (xanax), calcium carbonate (tums [calcium carbonate]), ondansetron (zofran) and pantoprazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("left hip area pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (had laparoscopy diagnostic, foreign body removal (essure implants) (n/a) salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, perineal pain and menstrual disorder outcome was unknown and the female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, arthralgia and vulvovaginal pain had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menstrual disorder, nausea, perineal pain and vulvovaginal pain to be related to essure. The reporter commented: in left side two coils were noted inside the uterine cavity and four coils noted in the intrauterine cavity. The patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: essure seen at the region of isthmus bilaterally ultrasound pelvis - on (B)(6) 2016: bilateral essure devices noted (cont.) Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. On (B)(6) 2016: computerised tomogram (cont.) - no acute abnormality was found. On (B)(6) 2016: ultrasound pelvis- impression: suspicious for migration of left essure device which does not appear centrally located within the fallopian loop into and is migrated posterior and inferiorly, towards the fundus and unclear positon in external to tube. Right essure device appears appropriately positioned. Normal ovaries. On (B)(6) 2016: ultrasound pelvis (cont.) - the right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. On (B)(6) 2016: left groin ultrasound- impression: left essure device is partially visualized. Patient also had a dedicated pelvis ultrasound which better delineates location. On (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. On (B)(6) 2016: surgical pathology report- final diagnosis: result: a. Fallopian tubes, bilateral, salpingectomies: - complete cross-sections of 2 portions of benign fallopian tubes identified with focal benign paratubal cyst and focal reactive changes, negative for atypia or malignancy. - 2 metallic coil implants grossly identified. The specimen is received in formalin, labeled with the patient's name and hospital number, and is designated· bilateral fallopian tubes with essure implants". The specimen consists of 2 un-oriented fallopian tubes with fimbriated ends, the largest fallopian tube measures 7.4 cm in length and ranges from 0.4 cm to 0.6 and measures in diameter and exhibits one adherent smooth lined fluid-filled cystic structure measuring 0.2 cm in greatest dimension. Protruding out of the proximal end of the lumen, is a grey shiny metallic springlike fragment, consistent with implantation device which measures 4.2 cm in length by 0.2 cm in diameter. The smaller fallopian tube with fimbriated end measures 6.47 years in length and ranges from 0.4 cm to 0.6 cm in diameter and is unremarkable. Also submitted in the container is an additional grey spring like fragment, consistent with implantation device which measures 8.5 cm in length by up to 0.2 cm in diameter. Representative sections. Two cassettes, with largest fallopian tube in cassette a 1. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: confirming pelvic pain, perineal pain, nausea and described uterine haemorrhage most recent follow-up information incorporated above includes: on 26-feb-2018: information from pfs and mr. New reporters added. Case medically confirmed. Patients demographics added. Historical and concomitants added. New events added from pfs: apareunia (inability to have sexual intercourse), migration of essure device location of device, hip pain, vaginal pain nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Event abnormal uterine bleeding was added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device/left coil migrated / hip area/ migration of essure device location of device: towards the fundus and unclear portion is external to tube') in a 27-year-old female patient who had essure (batch no. D06939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2012, multigravida, gerd, dyspepsia, sleeve gastrectomy, gastritis, ovarian cyst, anal fissure excision, cholecystectomy, sinuscopy, polypectomy, nasal polypectomy and tonsillectomy. (B)(6) 2016: computerised tomogram (cont.) - no acute abnormality was found. (B)(6) 2016: ultrasound pelvis- impression: suspicious for migration of left essure device which does not appear centrally located within the fallopian loop into and is migrated posterior and inferiorly, towards the fundus and unclear postion in external to tube. Right essure device appears appropriately positioned. Normal ovaries. (B)(6) -2016: ultrasound pelvis (cont.) - the right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. (B)(6) 2016: left groin ultrasound- impression: left essure device is partially visualized. Patient also had a dedicated pelvis ultrasound which better delineates location. (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. (B)(6) 2016: surgical pathology report- final diagnosis: result: a. Fallopian tubes, bilateral, salpingectomies: - complete cross-sections of 2 portions of benign fallopian tubes identified with focal benign paratubal cyst and focal reactive changes, negative for atypia or malignancy. - 2 metallic coil implants grossly identified. The specimen is received in formalin, labeled with the patient's name and hospital number, and is designated· bilateral fallopian tubes with essure implants". The specimen consists of 2 un-oriented fallopian tubes with fimbriated ends, the largest fallopian tube measures 7.4 cm in length and ranges from 0.4 cm to 0.6 and measures in diameter and exhibits one adherent smooth lined fluid-filled cystic structure measuring 0.2 cm in greatest dimension. Protruding out of the proximal end of the lumen, is a grey shiny metallic springlike fragment, consistent with implantation device which measures 4.2 cm in length by 0.2 cm in diameter. The smaller fallopian tube with fimbriated end measures 6.47 years in length and ranges from 0.4 cm to 0.6 cm in diameter and is unremarkable. Also submitted in the container is an additional grey spring like fragment, consistent with implantation device which measures 8.5 cm in length by up to 0.2 cm in diameter. Representative sections. Two cassettes, with largest fallopian tube in cassette a 1. Previously administered products included for an unreported indication: depo, z pak, zithromnex and patch. Past adverse reactions to the above products included hypersensitivity with z pak and zithromnex. Concurrent conditions included scoliosis, vomiting, nausea, heartburn, groin pain, menses irregular, fatigue, asthma, dyspepsia, smoker, social alcohol drinker, tobacco user and allergic reaction to antibiotics. Family history included scleroderma (mother), thyroid disorder (mother, father), cardiac disorder (father), diabetes mellitus (father), myocardial infarction (father) and goiter (grandfather). Concomitant products included alprazolam (xanax), calcium carbonate (tums), medroxyprogesterone acetate (depo provera), omeprazole, ondansetron (zofran) and pantoprazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and vomiting ("vomiting"), 19 days after insertion of essure. In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), arthralgia ("left hip area pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, perineal pain, menstrual disorder, depression, anxiety and vomiting outcome was unknown, the female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, arthralgia and vulvovaginal pain had not resolved and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, perineal pain, vaginal haemorrhage, vomiting and vulvovaginal pain to be related to essure. The reporter commented: in left side two coils were noted inside the uterine cavity and four coils noted in the intrauterine cavity. The patient tolerated the insertion procedure well. Current weight 110 lbs. Plaintiff received treatment for pain,bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure seen at the region of isthmus bilaterally. Ultrasound pelvis - on (B)(6) 2016: results: bilateral essure devices noted (cont.). Ultrasound scan vagina - on (B)(6) 2016: results: migration of essure device; on (B)(6) 2016: result: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: confirming pelvic pain, perineal pain, nausea and described uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device/left coil migrated / hip area/ migration of essure device location of device: towards the fundus and unclear portion is external to tube') in a 27-year-old female patient who had essure (batch no. D06939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2012, multigravida, gerd, dyspepsia, sleeve gastrectomy, gastritis, ovarian cyst, anal fissure excision, cholecystectomy, sinuscopy, polypectomy, nasal polypectomy and tonsillectomy. (B)(6) 2016: computerised tomogram (cont.) - no acute abnormality was found. (B)(6) 2016: ultrasound pelvis- impression: suspicious for migration of left essure device which does not appear centrally located within the fallopian loop into and is migrated posterior and inferiorly, towards the fundus and unclear postion in external to tube. Right essure device appears appropriately positioned. Normal ovaries. (B)(6) 2016: ultrasound pelvis (cont.) - the right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. (B)(6) 2016: left groin ultrasound- impression: left essure device is partially visualized. Patient also had a dedicated pelvis ultrasound which better delineates location. (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. (B)(6) 2016: surgical pathology report- final diagnosis: result: a. Fallopian tubes, bilateral, salpingectomies: - complete cross-sections of 2 portions of benign fallopian tubes identified with focal benign paratubal cyst and focal reactive changes, negative for atypia or malignancy. - 2 metallic coil implants grossly identified. The specimen is received in formalin, labeled with the patient's name and hospital number, and is designated· bilateral fallopian tubes with essure implants". The specimen consists of 2 un-oriented fallopian tubes with fimbriated ends, the largest fallopian tube measures 7.4 cm in length and ranges from 0.4 cm to 0.6 and measures in diameter and exhibits one adherent smooth lined fluid-filled cystic structure measuring 0.2 cm in greatest dimension. Protruding out of the proximal end of the lumen, is a grey shiny metallic springlike fragment, consistent with implantation device which measures 4.2 cm in length by 0.2 cm in diameter. The smaller fallopian tube with fimbriated end measures 6.47 years in length and ranges from 0.4 cm to 0.6 cm in diameter and is unremarkable. Also submitted in the container is an additional grey spring like fragment, consistent with implantation device which measures 8.5 cm in length by up to 0.2 cm in diameter. Representative sections. Two cassettes, with largest fallopian tube in cassette a 1. Previously administered products included for an unreported indication: depo, z pak, zithromnex and patch. Past adverse reactions to the above products included hypersensitivity with z pak and zithromnex. Concurrent conditions included scoliosis, vomiting, nausea, heartburn, groin pain, menses irregular, fatigue, asthma, dyspepsia, smoker, social alcohol drinker, tobacco user and allergic reaction to antibiotics. Family history included scleroderma (mother), thyroid disorder (mother, father), cardiac disorder (father), diabetes mellitus (father), myocardial infarction (father) and goiter (grandfather). Concomitant products included alprazolam (xanax), calcium carbonate (tums), medroxyprogesterone acetate (depo provera), omeprazole, ondansetron (zofran) and pantoprazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain") and vomiting ("vomiting"), 19 days after insertion of essure. In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), arthralgia ("left hip area pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine haemorrhage, perineal pain, menstrual disorder, depression, anxiety and vomiting outcome was unknown, the female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, arthralgia and vulvovaginal pain had not resolved and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, nausea, perineal pain, vaginal haemorrhage, vomiting and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: in left side two coils were noted inside the uterine cavity and four coils noted in the intrauterine cavity. The patient tolerated the insertion procedure well. Current weight 110 lbs. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure seen at the region of isthmus bilaterally. Ultrasound pelvis - on (B)(6) 2016: results: bilateral essure devices noted (cont.). Ultrasound scan vagina - on (B)(6) 2016: results: migration of essure device; on (B)(6) 2016: result: unilateral occlusion (right tube occluded), migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), perineal pain ("perineal pain") and menstrual disorder ("complications from menstruation"). The patient was treated with surgery (laparoscopy diagnostic, foreign body removal (essure implants) and salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, perineal pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain, perineal pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: computerised tomogram result was essure seen at the region of isthmus bilaterally. On (B)(6) 2016: ultrasound pelvis result was bilateral essure devices noted (cont.). (B)(6) 2016: computerised tomogram (cont.) No acute abnormality was found. (B)(6) 2016: ultrasound pelvis (cont.) The right device appeared appropriately positioned within the central part of the fallopian tube. The left device was found to have migrated to posterior and inferiorly and it was unclear if the essure device perforated the left fallopian tube. (B)(6) 2016: operative findings: bilateral essure devices with fallopian tubes bilaterally, essure devices removed. No evidence of uterine/ fallopian tube perforation. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain, which is a serious event due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, the consumer presented severe pelvic pain after insertion. An ultrasound of pelvis was done and suspected that the left device had migrated and it was unclear if perforated the left fallopian tube. A day after the exam, one year after essure's insertion, she underwent a diagnostic laparoscopy, foreign body removal (essure implants) and salpingectomy and essure devices removed. However, operative findings revealed that bilateral essure devices with fallopian tubes bilaterally. No evidence of uterine/ fallopian tube perforation. Given the event's nature and absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.